Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The eccentric target lesion was located in the aortic valve. A 2.50x24mm synergy drug-eluting stent was advanced for treatment. However, during insertion, the proximal part of the shaft broke outside the patient. The procedure was completed with a cutting balloon. No patient complications were reported.

Manufacturer narrative:
Used (B)(6) 2019 as event date as there was no date provided. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis broken into 2 sections. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured by snap gauge and the results were within the max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination of the hypotube found a hypotube break 680 mm distal to the distal end of the strain relief and multiple hypotube kinks. Visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Used (B)(6) 2019 as event date as there was no date provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The eccentric target lesion was located in the aortic valve. A 2.50x24mm synergy drug-eluting stent was advanced for treatment. However, during insertion, the proximal part of the shaft broke outside the patient. The procedure was completed with a cutting balloon. No patient complications were reported.